Event description:
Dealer states one fork is bent. He states the chair is being used in a nursing home. He wanted replaced under warranty, but csr advised that we need to know how they were bent before replacing under warranty. Dealer will call back with more information as it becomes available.